Event description:
Kimberly clark received a complaint indicating that "the tube kinked between the od making approx 10 cm from the distal end of the shaft of the ett. The pt had marked respiratory distress." There were no reports of serious injury to the pt. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
Incident device has not been returned for eval. Investigation is in-process. A f/u report will be provided if add'l relevant info becomes available. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.